Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 6.1 cm abdominal aortic aneurysm approx 3 weeks ago. The aortic neck was 18 mm in diameter proximally, expanded to 21 mm just above aneurysm and it was 30 mm in length. There was a 3.5 cm iliac aneurysm. The iliac arteries had mild calcification and mild tortuosity, and there was moderate degree of angulation in the aortic neck of 50 degrees. The bifurcated stent grafts were implanted without complication. The contralateral limb was inadvertently implanted higher than intended and was occluding/covering the ipsilateral limb (see MFR # 2953200-2010-02642 and MFR # 2953200-2010-02643). The decision was made to convert the bifurcated stent graft and iliac limb into an aortic-uni-iliac system by implanting an iliac extension distally, followed by a femoral to femoral bypass. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (arterial and venous occlusion), (mild calcification and tortuosity of the iliac arteries and moderate angulation of aortic neck).